Manufacturer narrative:
The following products were used in the surgery: product ID: 4011122, lot: 52cu(x1), UDI: (B)(4). Product ID: 4011222, lot: 22ey(x1); h5396795(x1), UDI: (B)(4). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) of 3 intervertebral discs (l3/4/5/s) due to lumbar spinal stenosis (lss). Post-op, there was pus around the implants. It was unknown that around which implant the infection occurred. The patient underwent revision surgery as a result of this event. All the implanted devices have been removed. There were no malfunction with the alleged implants.